Event description:
It was reported by the patient¿s spouse that the patient experienced multiple episodes of elevated and low blood glucose (bg) levels, which led to an extended hospitalization. On (B)(6) 2026, a new pod (pod #1- not a reportable complaint) was applied at approximately 08:15 est. Following application, the patient experienced rising bg levels and received an automated delivery restriction (adr) alert. The system entered limited mode and later manual mode. Despite multiple correction boluses, bg levels increased to greater than 400 mg/dl and remained elevated through january 5, 2026. The patient¿s wife replaced the pod (pod # 2- insulet reference # (B)(4) / emdr-315650) on january 5, 2026, and the system returned to automated mode. Multiple correction boluses were administered. Later that day and overnight, insulin delivery was suspended multiple times, and bg levels dropped below 70 mg/dl. No corresponding meals were reported for the multiple boluses reportedly administered, suggesting a potential insulin over-delivery associated with multiple boluses without food intake. Prolonged basal insulin suspension occurred overnight into january 6, 2026. On january 6, 2026, the patient developed stroke-like symptoms and was noted to have ketones following extended basal insulin suspension. A fingerstick blood glucose value of 141 mg/dl was documented. The patient was transported to the emergency room and subsequently admitted to the hospital, where he was treated for hypoglycemia with intravenous fluid therapy and ketosis. He also underwent evaluation for possible stroke, infection, and cardiovascular events. It was noted that the patient had a history of stroke in (B)(6) 2025; however, it was confirmed that there was no extension of the prior stroke during this hospitalization. During hospitalization, the wife reported that on (B)(6) 2026, she changed the pod and applied a new pod to the thigh (pod # 3- insulet reference # (B)(4)/ emdr-316768). Following this change, bg levels remained consistently elevated, and glooko data showed adr alerts occurring at approximately 18:00. A correction bolus was administered at approximately 18:39 for a sensor glucose (sg) value of 276 mg/dl, and the system was placed in manual mode; however, glucose levels did not subsequently decrease. On the morning of january 12, 2026, at approximately 06:00, bg levels were reported to be greater than 500 mg/dl, and the patient was diagnosed with diabetic ketoacidosis (dka) and transferred to the intensive care unit (ICU) for treatment with an insulin infusion. The wife reported that healthcare providers observed that the adhesive at the pod site on the thigh was loose and that the cannula appeared to have detached from the skin. As of (B)(6) 2026, the patient remained hospitalized in the ICU with a feeding tube due to inability to swallow and was reported to be in stable condition. No anticipated discharge date was provided. The three pods involved will be documented in separate complaint files. Insulet reference # (B)(4) / emdr-316768 will document the MDR submission for the pod applied during hospitalization that resulted in dka diagnosis and prolonged hospitalization.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s908usqs8gyl1 hardware: sm-s908u cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.